Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for open spine clamp. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's open spine clamp is stripping out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided.